Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having failed battery test alarm. The blood glucose was 313mg/dl. The caller changed the battery and went to bed without the insulin pump; he woke up with high blood glucose, and still she was not connected to the device. Troubleshooting was performed, and the drive support cap was sticking out. The device alarmed as well was stuck in the prime loop and insulin squirted out during the manual prime process. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.